Event description:
Diagnosed with lupus in 1993, m.s. In 1986, and mitral valve prolapse in 1995. Both breast implants ruptured and removed. Sjogren's disease diagnosed in 1993 and liver problem in 1993.